Event description:
Our rep. Is reporting that in generic conversations, she was told by 4 separate surgeons of each having recently had a pt experience post operative versalok pullout. Two of the procedures were performed open and 2 were performed arthroscopically. Two of the four cases have already had re-vision surgery. Of the 4 surgeons, 2 have stated that they may have over tensioned the fixation devices. Our rep is at this point in time in the process of gathering the details of events. At this point in time this is all of the info made available to mitek. Questions out to the complaint reporter for further info and issue clarity. See associated mdrs 1221934-2008-00213, 1221934-2008-00214 and 1221934-2008-00215.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. "When all of the info that can be had, is had and evaluated, the results of that investigation will be subject in the follow-up report."